Event description:
It was reported that as an attempt was being made to deploy the absolute stent, it was noted to have already deployed in an unintended site. The position of the handle was locked and was never unlocked. Another stent was deployed at the intended site. Reportedly, the pt is doing well.